Event description:
Healthcare professional later reported pain, change in size, and deformity.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d4, g2, h4, h6.

Event description:
Healthcare professional reported a right side rupture and radial folds via MRI. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a right side rupture. And radial folds via MRI. Healthcare professional, later reported, pain, change in size and deformity. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a right side rupture and radial folds via MRI. Healthcare professional later reported pain, change in size, and deformity. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. ¿ visibility/ palpability: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.